Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the user did not follow the correct procedure when reprocessing the device. This issue is addressed in the instructions for use (IFU). "User qualifications: all individuals engaged in reprocessing must receive the reprocessing training with training materials of tjf-q190v provided by olympus and this manual. Each institution is responsible for ensuring that only appropriately trained personnel perform reprocessing. For further details about training, contact olympus."

Manufacturer narrative:
The ess completed the in-service for reprocessing new 190 series scopes with the staff. The in-service included cleaning and disinfecting information as contained in the ontrack document. The ess recommended that the customer follow all olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals as the 190 series scopes differs from the 180 series scopes. The ess provided a copy of the ontrack forms and cleaning guide wall charts for each series for reference. As referenced in the reprocessing manual, the 190 series endoscopes have a detachable single-use distal end cover (maj-2315) and requires a different channel-opening cleaning brush (mh-507) as noted in section 5.2 preparing the equipment for reprocessing. Additionally, the 190 series endoscope comes with a distal end flushing adapter (maj-2319) to ensure controlled distribution of detergent and disinfection solution to the distal tip of the endoscope during manual reprocessing.the 180 series scopes have fixed distal end covers and utilizes channel-opening soft brush maj-1339 and a specific single use soft brush (maj-1888) to clean the elevator and elevator recess. The reprocessing manual provides the following statements: user qualifications: all individuals engaged in reprocessing must receive the reprocessing training with training materials of tjf-q190v provided by olympus and this manual. Each institution is responsible for ensuring that only appropriately trained personnel perform reprocessing. For further details about training, contact olympus. Reprocessing before the first use: new endoscopes, repaired endoscopes, accessories, and the carrying case for endoscopes are not reprocessed prior to shipping from olympus, regardless of whether those instruments are for new purchase, demo, or loaner purposes. Reprocess all such endoscopes and accessories received from olympus according to the instructions given in this manual before storage and before using them in a patient procedure. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During an onsite visit to the user facility, the endoscopy support specialist (ess) provided an in-service on how to reprocess the new 190 series evis exera iii duodeno-videoscope.   The staff informed the ess they had processed the new190 series scope in the same manner as the 180 series previously used by the facility.  The ess reeducated the staff as to the difference between the processing steps for each respective scope. No patient injury or infection was reported